Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in air/water channel¿, ¿foreign material in air/water cylinder¿, ¿foreign material in auxiliary water channel¿, and ¿foreign material was at ob-lens glue, lg-lens glue, a-rubber glue, and c-cover¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from sw1. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to damage on switch1, water tightness is lost; suction cylinder has no color; scope cover is shaved; scope cover unit has foreign material; mouthpiece has corrosion; due to damage on charging coupled device (ccd) unit, brightness is uneven when halation occurs; due to damage on ccd unit, foggy image occurs; due to wear of angle wire, bending angle in update direction does not meet the standard value; distal end plastic cover has foreign objects; dhesive around objective lens has foreign objects; adhesive around light guide lens has foreign objects; adhesive on bending section cover or distal sheath rubber has foreign objects; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that gastrointestinal videoscope, is not tight, cannot be reprocessed in this way. The issue occurred during unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the charging coupled device (ccd ), lens glue, light guide lens glue, bending section cover or distal sheath rubber glue and scope cover had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.